Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.